Manufacturer narrative:
H10: the device was received contaminated. A visual inspection was performed which observed that the tubing was separated from the spike. The reported condition was verified during initial inspection. Due to the nature of the returned sample a functional testing could not be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a blood recipient set broke off while spiking (twisting motion) a unit of blood. The second "spike" had already been used to access the normal saline bag; the line had been primed and attached to patient for infusion. This issue was identified during setup and preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.